Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Reportedly, low bg was caused by unintended insulin delivery when customer disconnected tubing at luer lock rather than site the customer consumed carbohydrates to address the bg.. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.